Event description:
The lay user/pt contacted lifescan alleging that the product was having the following power related issue: the meter turned on with the ok button but would not turn on after a test strip was inserted, which was unresolved with troubleshooting. There were no allegations of harm or injury. The product was replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.